Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a high, out-of-range right atrial (ra) impedance measurement had triggered a lead safety switch on this cardiac resynchronization therapy pacemaker (crt-p). Noise was also noted on the ra channel. Boston scientific technical services (ts) discussed potential programming to optimize. No adverse patient effects were reported. This device remains in service.